Manufacturer narrative:
The engineering investigation was conducted on the returned product. The conclusion was that consumer misuse was the cause of the event. The consumer used the device against warnings on the labeling. The consumer had prior medical conditions and fell asleep while using the device. While a labeling mistake was found in the text of the instruction booklet the error was not the cause of the adverse event. The images in the instruction booklet clearly show the proper use of the device. However, a corrective action has been opened to properly modify the text info included in the instruction booklet. The incorrect wording indicated that the device had three setting, low/medium/high but the device has only two, on/off.

Event description:
Consumer claims she received burns on her back and buttocks as a result of using the heating pad. Consumer was under the impression that the heating pad would automatically shut off and the it had adjustable heat settings. She claims that she fell asleep and didn't feel the pain until she woke up.